Event description:
It was reported that during a colon procedure, the device cut without stapling. The surgeon found the edges of the bottom of the rectum, suture with many difficulties. Surgery was prolonged. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.